Event description:
It was reported that in (B)(6) 2014, ten days prior to this report, the pump device ¿got a leakage¿ and the complete filling of baclofen vanished into the surrounding tissue. The leakage already announced some time earlier by an increased frequency of necessary reservoir refillings (every 14 days) and increased arousability (insomnia) of the patient. After the leakage in (B)(6) 2014, the patient showed signs of increased arousability and spasticity attributed by the reporter to the missing of the baclofen as signs of her underlying disease. Oral baclofen was started as a temporary adverse event treatment until a new pump would be implanted. The patient was hospitalized for new pump implantation. The events were considered as non-serious by the physician. The events outcome and causality were not reported.

Manufacturer narrative:
(B)(4).